Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg 50 mg/dl); cause was not known. Customer consumed glucose tablets to address low bg. Pump system check with customer found no issues with the pump or supplies. Customer acknowledged information. Customer changed sensor. Tandem technical support recommended customer to discuss event with their healthcare provider.